Event description:
Event was reported to caldera medical by an attorney. The patient has suffered abnormal vaginal bleeding, urinary retention, frequent infections, chronic pain, and other injuries as they become apparent. No further information has been provided.